Event description:
It was reported that the bd micro-fine pen needle was not functioning. The following information was provided by the initial reporter: I take the cap with the needle inside, I insert it at 90° straight into the pen attachment and I turn it but it doesn't lock and the needle keeps turning, as if the needle was stripped. So it's not properly secured and doesn't have a good grip on the pen, with the rubber closure.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd micro-fine pen needle was not functioning. The following information was provided by the initial reporter: I take the cap with the needle inside, I insert it at 90° straight into the pen attachment and I turn it but it doesn't lock and the needle keeps turning, as if the needle was stripped. So it's not properly secured and doesn't have a good grip on the pen, with the rubber closure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.